Event description:
It was reported during in clinic follow up that the right ventricular lead displayed oversensing due to noise. The product was explanted and successfully replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in two pieces with all the tines found intact and undamaged. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to device can.